Manufacturer narrative:
Date received by MFR: 21nov2019. The replaced power management printed circuit board assembly was returned and failure investigation was performed on (B)(6) 2019. It was determined that open and shorted components within the power management board prevented the ventilator from operating on backup battery while not affecting the ac (alternating current) power. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10oct2019; b4: 14oct2019. The power management printed circuit board assembly was replaced, and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator could not run on battery during periodic maintenance. There was no patient or user involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/20/2019.

Event description:
It was reported that the ventilator could not run on battery during periodic maintenance. There was no patient or user involvement.